Manufacturer narrative:
H3, h6: a medtronic representative went to the site to perform a system checkout. The system made a pop sound and smoke came from the ups on start up. The system was serviced again later and hardware parts were replaced. Fdm b01, fdr c02, fdc d02 are applicable to the system checkout medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: ups 9735787, main cart s8 svc, lot/serial: (B)(4); product ID: ups 9735787, main cart s8 svc, lot/serial: (B)(4); product ID: wifi 9735797 end point s8 svc, lot/serial: (B)(4); product ID: net 9735799, sec app-amer-confd s8 svc, lot/serial: (B)(4), the ups (lot: s20380021) was returned to medtronic for analysis. Testing was conducted and the voltage output was not normal. The ups failed bench testing. (B)(4). The wifi endpoint (lot: 000b28121afb) was returned to medtronic for analysis. Testing was conducted and the endpoint was found to power on and off causing the ups voltage outputs to power cycle as well. (B)(4). The checkpoint (lot: 1707294996400226) was returned to medtronic for analysis. Testing was conducted and it was found that the power button was physically damaged. When power was applied, the unit did not power on. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: ups 9735787 main cart s8 svc: lot # unknown. H3: hardware parts have been received by the manufacturer. However, analysis has not been completed at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was being used outside a procedure. It was reported that after replacing the ups in the system it booted up to an "unable to connect error 0x1002 and would not clear with reboots. Troubleshooting were being performed and no patient was present. Additional information was received and it was stated that they replaced the ups/fuses/battery on the main cart and that did not resolve the issue. It was also noted that when just monitor plugged in, it received power, as the router and endpoint power cables were plugged in the monitor went blank. Charring was noted on the power cables from the router and endpoint sources. It was unclear if this charring occurred with initial power surge or with the replacement ups. Furthermore it was noted that case parts were replaced on the system and everything was booting up as expected. They could not get the imaging to connect to the system. They confirmed hospital it had new router/wired mac address, and noted the stealth never connected to the hospital network. They confirmed the imaging connected to the network and they went over ip static configuration settings on both, they were compatible but failed communication. Bulkhead bypasses without resolution. Both systems rebooted, and ethernet cable changed without resolution. The rep reviewed each connection on back of router and found the dmz and wan connections were incorrect, dicom server verification failed again. The rep tried bulkhead again and the communication was successful. Ethernet port on back of computer had blinking green led and steady amber led, which was normal, but advised them to mark that port do not use for future reference. System fully working as intended. No patient was involved.